Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Product complaint #: (B)(4). Investigation summary: examination of the returned device confirmed the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reverse total shoulder replacement, dr (B)(6), (B)(6) hospital, (B)(6) 2018. During use on a patient, it was found that one of the four prongs on the locking screw driver main body had broken off and when the surgeon was implanting the first (inferior) locking screw, the screw driver broke the head off that particular screw. In this situation, we had to break the rest of the head off the screw to bury it as we were unable to remove it. A replacement screw driver has since been sent up, however, there is a need for and the surgeon has requested to have a spare screw driver on consignment in any case in the future. No ae to patient: 10 minutes delay in surgery. Patient ID: (B)(6). (B)(6).